Event description:
A hospital in (B)(6) reported via fph sales rep that the silicone strap of an opt544 optiflow nasal cannula "ripped in two". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt544 nasal cannula is not expected to be returned to fph (B)(4) for investigation as the complaint device is not available. Our analysis is accordingly based on the information and photographs provided by the hospital. Results: visual inspection of the photographs provided revealed that the right side of the nasal interface connection point of the opt544 was broken. A lot check revealed no other complaint of this type for lot number 110830. Conclusion: the opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt544 interface is shipped to the customer fully assembled. Without the return of the device we are unable to determine the cause of the reported separations, however it is likely that the nasal interface connection came apart due to over-tightening of the head strap.